Manufacturer narrative:
(B)(4). Date sent: 12/16/2025. D4: batch #unk. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device (d) was returned sterile and with no apparent damage and with no reload present. The device was opened and tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. In addition, the device was disassembled to verify the integrity of the internal components and no abnormalities were found. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The device event log was not reviewed, as this is the sterile device no clinical use was recorded as part of the event log. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a97v8k, and no non-conformances were identified.

Event description:
It was reported that they could not open the jaw on the device. There was no procedure nor patient involvement reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/05/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.